Manufacturer narrative:
Evaluation codes, results, code (other): fse replaced the carbon bridge and cleaned the flowcell.

Event description:
On (B)(4) 2011 customer reported that the dxc 600 pro instrument generated false high sodium (na) and chloride (cl) results on 2 patient samples. Results were reported out of the lab. When the issue was noticed, the samples were rerun and the reports amended. Treatment was not initiated or withheld based upon the erroneous results reported. Quality control on the day of the event showed high and low recovery, which was outside of lab-established ranges. Field service engineer (fse) inspected the instrument and replaced the carbon bridge, cleaned the flowcell and replaced the cl tip. This resolved the issue and fse verified performance.